Event description:
It was reported that, "the patient underwent a right total hip replacement on (B) (6) 2007." It was further reported that, "post-operatively the right hip remained extremely and progressively painful. The patient underwent a revision on (B) (6) 2008."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.